Event description:
Since having laser eye surgery in 2008, I have had recurrent corneal erosion in my left eye. I have also had an abrasion in my right eye this year. Erosions happen typically at least once per year, and when it does, I need to attend an eye clinic, have some of the damaged epithelial skin removed, and a bandage contact lens applied to prevent further damage. This happens because the surgery caused severe dry eyes and the epithelial layer in my left eye did not reattach properly. I believe this is because immediately after the clamp that was holding my left eye open was removed, I blinked, and this caused the contact lens to fall out. The surgeon tried to reapply it without putting the clamp back on, but this caused me to close my eye in pain. The bandage contact lens was eventually put back in, but I think the blinking caused the epithelial layer to not stick down properly. In summary, since having laser eye surgery, both of my eyes are severely dry to the point of the eye lid sticking to the eye ball within an hour of falling asleep, and recurrent corneal erosion in my left eye. Don't know. Used by ultralase, UK. Non smoker. Non drinker.